Event description:
Patient underwent cystoscopy, right retrograde pyelogram ureteroscopic holmium laser lithotripsy, stone basketing and tight ureteral stent placement on (B)(6) 2025. When stones were being cleared and checking stone clearance progress with fluoroscopy, the working sensor was not seen. A separate piece was seen on fluoro in the upper pole. The wire fragment was visualized and attempted to retrieve with zero lip basket or piranha forceps. Unable to retrieve broken wire fragment. Patient returned to the operating room on (B)(6) 2025. Flexible ureteroscope was advanced into the kidney. Pyeloscopy was performed. Retained sensor wire fragment was seen and grasped with 3 prong basket. This was removed.